Event description:
It was reported that a caregiver lowered a child onto a changing table with a floor lift. The caregiver removed the sling, and while moving the device away from the table, the mast of the floor lift dropped making a loud noise. The caregiver was unsure how far the floor lift dropped but it was not close to the child. No injuries were sustained. Reference MFR report # 9611530-2014-00016.